Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 210 mg/dl at the time of incident. Troubleshooting was done for errors and customer indicated that a rewind was attempted and the piston went up instead of down. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.